Manufacturer narrative:
The reported implant date is (B)(6) 2016, which is prior to the device manufacturer date. No follow-up is able to be performed to obtain clarification. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that the during an MRI of the patient¿s knees, the patient felt a very unpleasant stimulation inside the vagina. The MRI scan was stopped immediately. The patient also felt uncomfortable and warm after the MRI. The exact parameters were unknown. No diagnostics/troubleshooting was performed. The action taken to resolve the event was the patient programmer had been used to check the system for a first impression. Stimulation was on, amplitude of 0.3v was sufficient for stimulation. Amplitude could be increased and was able to produce slightly unpleasant feeling with 0.5v. Impedance measurement was not possible, as the clinician programmer was not available. It had been advised to perform impedance measurement with the next follow-up. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred, nor was planned.the patient was alive with no injury. No further complications were reported or anticipated.